Event description:
A facility reported that the tip of the cusa clarity 36khz curved extended microtip¿ (c7415sea) broke during the removal of a tumor. The broken parts were retrieved, and there was only one fragment and it stayed in the flue. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz curved extended microtip (c7415sea) was not returned, and no pictures were provided of the alleged breakage either; therefore, no further failure analysis is possible. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found that could explain the reported event. The cusa clarity IFU lists the warnings and cautions that could be related to the reported condition: ¿ when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece. ¿ to avoid injury or damage to equipment, place system in standby prior to changing tip or clearing a clog. ¿ avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage. ¿ when testing the handpiece, do not allow the tip to come in contact with any person or object during tip activation. Contact may result in injury to the patient and/or user, or handpiece tip damage. ¿to avoid product damage, always use the torque base to hold the handpiece while using the torque wrench to tighten or loosen the tip. Avoid over torquing the tip. The root cause is most likely that one or more of the above warnings, particularly the ones pertaining to cautions during surgery, was not avoided. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cusa clarity 36khz curved extended microtip (c7415sea) was subsequently returned for evaluation: failure analysis - the evaluation found that both tips were severed completely. The cusa clarity IFU lists the warnings and cautions that could be related to the reported condition: when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece. To avoid injury or damage to equipment, place system in standby prior to changing tip or clearing a clog. Avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage. When testing the handpiece, do not allow the tip to come in contact with any person or object during tip activation. Contact may result in injury to the patient and/or user, or handpiece tip damage. To avoid product damage, always use the torque base to hold the handpiece while using the torque wrench to tighten or loosen the tip. Avoid over torqueing the tip. Root cause - the root cause is most likely that one or more of the above warnings, particularly the ones pertaining to cautions during surgery, was not avoided. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.